Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance was encountered. The 100% stenosed lesion was located in a mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. The vessel was predilated with another MFR's 2.5x15mm balloon. The physician then advanced a 3.5x20mm liberte' bare metal stent to the target lesion and deployed the stent at 10 atm's for 27 seconds. The balloon was deflated and the physician felt resistance when trying to remove the balloon. The balloon was stuck to the stent. The physician reinflated the balloon to 2 atm's for 18 seconds and after some time, was able to remove the balloon. The stent remained at the target location. The stent was fully expanded and well apposed. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the device history record (DHR) for this particular batch shows that the device met material, assembly and product specifications. The root cause of this complaint can be attributed to operational context.